Manufacturer narrative:
Device evaluation: upon completion of the investigation it was noted that the visual examination of the valve revealed that the stator and the x ray dot were dislodged; therefore, the cam position/pressure could not be determined. The valve was dismantled and was examined under microscope at appropriate magnification: corrosion on the edge of the stator was observed. Review of the history device records confirmed the valve product code 82-3100, with lot pj0092, conformed to the specifications when released to stock on the 11.2.1999. The root cause of the stator and x ray dot dislodgement could not be clearly determined. However, this valve was manufactured prior to enhancements introduced to the stator stamping tool during 2004/2005 that will minimize this type of dislodgement. Investigation for the corrosion issue on hakim valves is being followed with CAPA. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
In 1999, the device was implanted via v-p shunt to a patient with sah (B)(6). The patient had a mild headache, and it was found through MRI scanning on (B)(6) 2015 that the cam was dislodged and the size of the ventricles was unstable. On (B)(6) 2015, the device was replaced. The patient's condition improved after the revision.